Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure the lens was stuck in delivery system and haptic was broken. The surgery was completed on the same day with unspecified lens. Additional information has been received and stated that there was patient contact and no patient impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported broken haptic is observed on the returned photo. The returned photo shows prelaoded device. The device is activated; the plunger is advanced at the depth guard. The iol is resting next to the preloaded device on a surgical gauze. One haptic is broken/torn and the broken haptic appears to be present in front of the plunger inside the nozzle tip. The root cause for the broken haptic could not be determined. Based on our observation of the attached photo, a broken haptic is observed in the tip of the nozzle in front of the plunger. The plunger is advanced at the depth guard. The plunger position in relation to the broken haptic during advancement cannot be determined. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).